Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Bolt on handle assembly when tighten still causing assembly to pivot when brake is apply.